Event description:
It has been reported to philips that the user interface will not boot. The device was outside clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer tried to reboot the system multiple times but the issue was not resolved. The philips field service engineer (fse) inspected the system onsite and confirmed that the user interface was not booting up properly. The fse identified that the monitor setting was wrong which caused the monitor to not boot up. The fse changed the monitor settings to resolve the issue. After the repair, the system was returned to use in good working order.